Manufacturer narrative:
Patient information was not provided. 510(k) is dependent on the model # of the device. Therefore, the information is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the instrument driver tip was deformed. It was noted that the likely cause for the damage was deformation due to age. There was no harm to patient present and there was a surgical delay of less than one hour.